Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The infusion set was changed 3 times as well as the cartridge; and a correction bolus via pump was administered to address bg level. Reportedly, customer received normal assistance by a 3rd party but was not incapacitated due to bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.